Event description:
The target lesion was left external iliac artery. The pt was female, but age was unk. There were moderate calcification and vessel tortuosity, the rate of stenosis was 75%. Access was made from the right brachial artery and 4.5f guiding catheter (parent plus, medikit) was inserted into the pt body. Aviator plus balloon catheter (complaint product) was delivered to dilate the previously implanted stent (smart control, lot unk) as the proximal edge was stenosed. The balloon ruptured at 2-3 atm during the inflation and therefore the aviator plus was removed from the pt body. The lesion was dilated with another aviator plus (6x40mm, lot unk) and smart control (8x30mm, lot unk) was implanted successfully. According to the physician, the lesion was not heavily calcified and it did not seem that the complaint product got caught on the stent edge. There was no adverse event and the pt is in stable condition.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated MFR report number is 9610978-2009-00219. There is no sterile lot number info available thus, no DHR could be performed. With the limited info available and without the product available for analysis, the complaint could not be confirmed. Inspections are in place to prevent damaged products from the leaving the facility and the DHR review confirmed that the product met specifications. It is difficult to draw a clinical conclusion between the device and the event based on the limited info available. However, there are possible vessel/lesion characteristics, specifically the calcification and previously implanted stent that may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older pts with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process, and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the info suggests that vessel, lesion and pt factors may have contributed to the reported restenosis.